Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, the patient's right ventricular (rv) lead dislodged. The lead was successfully repositioned but noise and high out of range pacing impedances were observed on the rv channel of this device. An attempt was made to reposition the lead again, but the helix would not retract. A new lead rv was successfully implanted with good measurements. This device remains in service. No adverse patient effects were reported.